Manufacturer narrative:
The actual device was not returned. Quality assurance received 4 new sealed instruments from the account and they tested satisfactorily. The reported condition can not be confirmed without the actual clinical sample.

Event description:
According to the reporter: when the surgeon collected the gallbladder into the pouch, the pouch was shearing off too soon, therefore they had to retrieve the pouch from the abdomen. No pt injury was reported or impact to surgery time.